Event description:
While de-rotating, a pop occurred and the tulip of the zodiac uniplanar screw appeared to become polyaxial. The surgeon was unable to completely utilize the use of the uniplanar screw which caused approximately 30 minute delay in the case. The uniplanar screw remains properly positioned within the patients vertebral body. There are currently no plans to remove or replace the implant.

Manufacturer narrative:
Multiple uniplanar screws were utilized in the case. The identification of the suspect device is unknown. · 22045-35; 4.5mm uniplanar screw, 35mm - lot# 648931, mfg. 10/7/10. · 22055-35; 5.5mm uniplanar screw, 35mm - lot# 644387, mfg. 12/23/11. · 22055-40; 5.5mm uniplanar screw, 40mm - lot# 644388, mfg. 12/22/11. · 22055-45; 5.5mm uniplanar screw, 45mm - lot# 632530, mfg. 6/5/10. · 22045-30; 4.5mm uniplanar screw, 30mm - lot# 636182, mfg. 10/7/10. A sample from lot 636182 was pulled from finished goods inventory and forwarded to engineering for evaluation. Visual and dimensional inspection revealed no manufacturing or process related anomalies. Additionally, the device history records for all product part and lot numbers utilized in the case were reviewed. No irregularities have been identified. The implants appear to have been properly manufactured and released in accordance with design specifications. Upon the receipt of additional or updated information a follow-up submission will be provided. The zodiac spinal fixation system is intended for use as a posterior spinal fixation device to aid in the surgical correction of various spinal deformities and pathologies of the spine. It is intended to provide stabilization during the development of fusion utilizing a bone graft. Specific indications for the zodiac system are dependent in part on the configuration of the assembled device and the method of attachment to the spine.